Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged and having the no delivery alarm. The customer's blood glucose was unknown. The customer stated that the insulin housing cap is not connecting to insulin pump, insulin pump has been rejecting the new batteries, there was rainbow effect on screen, the cartridge was loose, there was rewind noise sound rougher than it was in the past and there was no delivery alarm on insulin pump. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.